Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 07-mar-2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the error from the instrument's error log. Fse conducted troubleshooting and found the alignment of the incubator to the cup transfer assembly was off in the x orientation. Fse aligned the incubator to the cup transfer assembly and performed cup transfer test. The instrument passed the test and no errors were observed. Fse then ran quality controls (qc) samples; all results were within acceptable range. The aia-900 instrument operated as intended, the error cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 4153 c.trans-z home overrun is generated when home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mechanical flag (mf) will be attached to the measurement result. The solution is for the customer contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported issue was due to misalignment to the incubator to the cup transfer was off.

Event description:
On (B)(6) 2018, a customer reported getting error 4153 c.trans-z home overrun during quality controls (qc) on the aia-900 instrument. Customer is unable to run intact parathyroid hormone (ipth) patient samples. On 07-mar-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.